Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
The patient reported an unpleasant pulling in the neck area, as a result, the extension was explanted and replaced to address the issue.